Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the coating of the command guide wire sloughed off (a section was missing) and was noted during a picture shot. The guide wire was removed and it was checked and confirmed that nothing was left in the patient. A new, unspecified guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
This event is a duplicate of (B)(4) (MFR# 2024168-2021-00052-01). As an initial report was filed for both complaints prior to identifying the duplicate, the device was returned under (B)(4) and the analysis was copied into this complaint for continuity. Visual analysis was performed on the returned device from (B)(4). The product quality problem (polymer damage) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the polymer damage. It may be possible that the wire was damaged during the insertion process or due to interaction with associated devices during use, however this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.g3: initial alert date was reported as 12/15/2020; however the correct date per for (B)(4) was 12/14/2020.